Manufacturer narrative:
The device was returned to a third party for repair. The device was not returned to olympus for a device evaluation. The customer cleaned, disinfected, and sterilized the device before returning it for third party repair. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
A third party distributor reported , the bronchovideoscope had no video image. The issue occurred during an unspecified procedure. There were no reports of patient harm. The procedure was delayed by 20 minutes but further surgery was not necessary and there was no intervention or hospitalization.

Event description:
A third party distributor reported, the bronchovideoscope had no video image. The issue was found during inspection for an unspecified diagnostic procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the occurrence of abnormalities in the internal components such as ccd unit resulted in no image. The event can be prevented by following the instructions for use which state: important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.